Manufacturer narrative:
Applied lubrication to the switch to fix the reported issue. No report of patient involvement.

Event description:
The hospital reported that, manual to auto switch is locked. There was no reported patient involvement.